Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime anomalies were noted. The insulin pump was received with cracked case at display window corners, reservoir tube window corners and reservoir tube window. The insulin pump was received with broken battery tube threads. The insulin pump was received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 40 mg/dl. The customer was treated with glucose tablets for their low. The customer reported taking a manual injection, raising their blood glucose to 200 mg/dl. Customer also reported they were stuck in the rewind sequence on the insulin pump. The customer stated insulin was squirting out during the manual prime process. Troubleshooting found numbers appeared on the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.